Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room after being administered thirteen shocks. From subsequent interrogation, the shocks were determined to have been inappropriate and due to oversensing by the right ventricular lead, as demonstrated by a high sensing integrity counter. The lead also exhibited high pacing impedance and an inability to capture. Lead fracture was suspected. The lead was inactivated, and later capped and replaced. No further patient complications have been reported as a result of this event.